Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy function was not working and two system messages were shown at start-up before surgeries. There was no patient involvement. The customer restarted the system and performed 5 cataract procedures with intraocular lens (iol) implant without any complications. No further information is expected.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The manifold printed circuit board assembly (pcba) was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause can be attributed to the non-conforming manifold pcba. However, how that manifold pcba became non-conforming remains inconclusive.